Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a shaft rupture occurred. This was a case of instent restenosis of a non-bsc stent. The lesion being treated was in a previously placed non-bsc stent located in the moderately tortuous, non-calcified, and 75% stenotic mid to distal left anterior descending artery (lad). The physician advanced the 2.50x8mm quantum maverick balloon to the lesion and inflated it to 16atms. During the first inflation, the balloon moved slightly. "It's possible the balloon was not positioned in the middle of the lesion." The physician immediately deflated the balloon and confirmed the position of the balloon. Then the physician inflated the balloon to 18atms for about 10 seconds when the distal shaft ruptured perforating the mid lad. Blood pressure drop was observed. A balloon pump was inserted and the proximal shaft of the quantum maverick balloon was cut off to remove the balloon. The balloon was removed intact. Then the physician inserted a perfusion balloon to stop the bleeding and deployed a covered stent. Pt status is listed as "stable". Pt has been discharged from the hospital.